Manufacturer narrative:
The reported events of failure to rotate helix and unable to implant were confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix bent and stretched consistent with procedural damage. X-ray examination found an over torqued inner coil. The cause of the reported event was due to a bent/stretched helix and an over torqued inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead was unable to be positioned at the desired site. It was also noted that the helix was unable to rotate properly. The lead was removed and replaced. The patient was in stable condition.